Event description:
The complainant reported that the impella cp was prepped and inserted into the left femoral artery (lfa). The pump started in auto with flows of 3.5 liter per minute. The peel away sheath was removed and repositioning sheath was advanced. Angiogram of lfa was performed and showed a total occlusion with no distal flow. Ante-grade sheath was placed for distal perfusion but perfusion was still inadequate. The patient had cut down and thrombectomy of the lfa. The patient was also escalated to impella 5.5. The patient survived the event.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.